Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During review of tips device logs, the following iipv complaint was identified that was not previously reported by tips and therefore opened. A high drain volume error 102 alarm was identified in the tips log. The alarm occurred on (B)(6) 2013 at 17:46:02 during the night drain cycle two. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.